Event description:
During baxter's funcitonality testing of a spectrum pump, it did not recognize a closed door. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue, which was reproduced. Evaluation observed the door unable ot close while trying to run a loaded set. This was caused by a failed lower latch switch. The lower auxiliary was replaced.